Event description:
A consumer reported experiencing rings of light following bilateral intraocular (iol) lens implant surgery. The consumer reported while looking with her left eye, she must tilt her head in certain lighting conditions during the day in order to see. She reported that she is a "hazard to others." Additional info was received from the consumer who reported the rings appear to look like a "bulls' eye" and are distracting. The consumer reported she was not able to drive comfortably. Additional info was received from the surgeon who reported the pt had ck (conductive keratoplasty) in both eyes preoperatively but opted to proceed with the multifocal implants in both eyes. He reported the pt had good results in the right eye and that the pt "sees rings around lights, but this was not bothersome to the pt." He reported the pt suffered with dramatic rings (halos) around all lights in the left eye. The multifocal lens in the left eye was exchanged for a monofocal lens. The surgeon reported the event has resolved with treatment (lens exchange).

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There was no other complaints in the reported lot. Additional info was requested and received on (B)(4) 2013. (B)(4).